Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead exhibited chronic low unipolar impedance. The healthcare professional will disable atrial lead impedance alerts next time the patient is seen in office. The lead remains in use. No patient complications have been reported as a result of this event.